Event description:
On 06-feb-2020: follow up information was submitted for expiration date and lot number. Also, the result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached while she was sleeping. In the morning of (B)(6) 2019, the patient woke up with blood glucose level at 265 mg/dl. This issue occurred with two infusion sets. The site location was patient's left arm and the pump was located on the belt area. The infusion had been in use for two days. Reportedly, the infusions were used as normal. There was stress or pull on the tubing while she was sleeping and the pump was not dropped with the set connected to the patient's body. At the time of this report, the patient was stable. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached while she was sleeping. In the morning of (B)(6) 2019, the patient woke up with blood glucose level at 265 mg/dl. This issue occurred with two infusion sets. The site location was patient's left arm and the pump was located on the belt area. The infusion had been in use for two days. Reportedly, the infusions were used as normal. There was stress or pull on the tubing while she was sleeping and the pump was not dropped with the set connected to the patient's body. At the time of this report, the patient was stable. No further information available.